Event description:
It was reported that at some point post operatively, the cage partially backed out of the disc space and was irritating the right l4-5 nerve root. On (B)(6) 2012, the doctor attempted to remove the cage, but due to bone growth through the center of the cage, he was only able to drill off the section that had backed out. The fusion mass and the remainder of the cage were left in the disc space. This allowed for decompression of the nerve root and stability of the fusion. Rep. Stated on reported event form that fusion did occur. The patient symptoms associated with the reported event were: irrigation of right l4-l5 nerve root. Rep. Stated on reported event form that there were fragments of the device remaining in the patient.

Manufacturer narrative:
It was reported that at some point post operatively, the cage partially backed out of the disc space and was irritating the right l4-5 nerve root. On (B)(6) 2012, the doctor attempted to remove the cage, but due to bone growth through the center of the cage he was only able to drill off the section that had backed out. The fusion mass and the remainder of the cage were left in the disc space. This allowed for decompression of the nerve root and stability of the fusion. Rep. Stated on reported event form that fusion did occur. The patient symptoms associated with the reported event were: irrigation of right l4-l5 nerve root. Rep. Stated on reported event form that there were fragments of the device remaining in the patient. A review of the device history records for the unknown lot number is not possible at this time. No lot number listed on reported event form. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.